Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
The line began to leak where the butterfly connects with the PICC line; the white part of the line, going to the pt, not the tubing going to the pump. Line removed, new line placed.